Manufacturer narrative:
The device was returned for analysis. The reported suture separation could not be confirmed as the suture was not returned. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history revealed no other similar incidents. The cause of the reported difficulties cannot be determined. The subsequent treatment appears to be related to the circumstances of the procedure. Based on the reported information, it is possible a suture snag occurred during deployment of the suture, or the clamp used for the pre-close caused a longitudinal tear. However, this cannot be confirmed. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device. Na.

Event description:
It was reported that suture placement in the right common femoral artery was attempted with a prostyle device using the pre-close technique via a 7f sheath hole prior to a transcatheter aortic valve implantation (tavi) interventional procedure. The suture of the prostyle device was successfully placed. The sheath was upsized to an 18f and the tavi procedure was completed. Reportedly post procedure, it was noted that the suture was broken longitudinally. An additional non-abbott device was used to achieve hemostasis. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.